Event description:
On (B)(6) 2008, the patient reported that in (B)(6) or (B)(6) of 2009, he noticed insulin leaking from the bottom of his insulin cartridges. He stated this occurred with a "few" cartridges. He stated that he does not believe insulin leaked into the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.